Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data was collected from the device and analysis of the device memory indicated the impedance on the atrial pacing lead was beyond the expected upper range and rising, and a p-wave amplitude measurement issue. It was noted right atrial (ra) lead pace impedance was at 2394 ohms on 2016-(B)(4), and the atrial pace impedance steadily rose from 1634 to 2451 ohms between 2014-(B)(4) and 2016-(B)(4). The analyst also noted the p-wave amplitude was consistently below 1mv, with two spikes to over 3mv on 2015-(B)(4).

Event description:
It was reported that the right atrial (ra) lead alert triggered due to high pacing impedance. It was noted the ra sensing was very low. The ra lead remains in use. No patient complications have been reported as a result of this event.